Event description:
It was reported that a malfunction alarm occurred and that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 - 130 mg/dl.